Event description:
Approximately twenty six days after hvad implantation this patient experienced a hemorrhagic cerebrovascular accident and expired. The initially patient presented with acute onset of left hemiparesis, sensory changes, dysarthria and right middle cerebral artery syndrome noted to be "likely embolic." Patient was recovering and had been discharged to a rehabilitation facility on post-op day 20. The patient was re admitted three days before the reported event for low inrs were and treated with heparin. After initial "doing well back in hospital" the patient experienced acute neuro changes. Computed tomography scan confirmed hemorrhagic stroke. On exam the patient had no pupil response or corneal reflex and was negative for cough/gag reflex. Family withdrawn vad support and the patient expired. The device will not be returned to heartware for evaluation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident. The patient initially presented with acute onset of left hemiparesis, sensory changes, dysarthria and right middle cerebral artery (mca) syndrome. It was reported the patient subsequently experienced acute neurological changes. A head computed tomography (CT) scan showed a right frontal stroke with significant hemorrhagic conversion and a midline shift. The family then made the decision to withdraw support and the patient expired. The device was not returned to the manufacturer for evaluation as it remains implanted post mortem. Death and serious, life-threatening adverse events, including stroke and bleeding, have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device was used for treatment. The pump remains implanted.